Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that suit pc causing geometry errors that hinder the system from starting up. Fse reviewed the error logs alongside nss and discovered that the geo io box was experiencing a loss of communication with the suite pc. Upon troubleshooting, fse determined that while the incoming power to the geo io was adequate, the output power was insufficient. The fse attempted to resolve the issue by reloading the suite pc software and replaced the suite pc and installed the software anew, but it did not resolve the issue. Fse discovered that an ethernet cable was connected to the injector power box, which was generating an error on the injector and was likely responsible for the system rebooting every 5 to 20 minutes. The failure analysis for suit pc and the failure is identified screen malfunction. To resolve the problem, fse unplugged the ethernet cable to the injector. After unplugged the ethernet cable, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the suite computer was unable to boot up, giving geometry errors and preventing the system from booting up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.